Event description:
On (B)(6) 2014, the patient reported insulin leaked out of the infusion device system in (B)(6) 2013. He had just inserted a new cartridge into the infusion device and completed the prime. He inserted the infusion set and delivered a 0.7 unit bolus to fill the cannula. He then noticed the outside of the infusion device was wet, and he was unsure if he had properly secured the luer lock. He removed the cartridge and infusion set and threw the products away; therefore, no product will be returned for evaluation. He has not experienced further concerns. No physiological effects were reported.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.